Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 13 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ no product was returned and therefore the root cause could not be determined. This report is number 5 of 5 mdrs filed for the same patient (reference 1825034-2017-00385 / 00386 / 00387 / 00388 / 00389).

Event description:
A clinical patient underwent a right shoulder arthroplasty and this patient has reported on going pain, instability and stiffness in the right operative shoulder since approximately 18 days post-implantation with some improvement in pain and instability approximately six months post-implantation but with some stiffness still reported. At approximately one year post-implantation, the patient reported experiencing pain and instability with the stiffness having diminished. No revision has been reported to date and no more information has been received.